Manufacturer narrative:
By the check of the dhrs of the component involved (product code 5886.51.260, lot 1607147) no pre-existing anomaly was found on the 40 liners belonging to the same lot number. Furthermore, according to our records, at least 32 liners with lot 1607147 were already implanted without receiving additional complaints on them. The component involved was received by limacorporate for further analysis. A visual inspection confirmed that the polar peg (which goes inserted inside the polar hole of the acetabular cup) is deformed. The liner underwent dimensional checks, which showed some measures slightly out of tolerances, probably due to deformations occurred during the positioning attempts and perhaps the sterilization performed in the hospital after use. The absence of anomalies detected by the check of the production documents, confirms in fact that the component was manufactured according to specifications. Most probably, the peg has been damaged when trying to position it inside the acetabular cup, and, consequently, lost functionality. This damage may have been caused by an initial incorrect positioning of the liner itself inside the cup. The suboptimal alignment of the protruded liners, like the one involved in this intra-operative issue, can, for example, occur if the protrusion plane is mistakenly taken as reference instead of the equatorial plane of the liner, when seated inside the cup. An initial inaccurate alignment may have caused the peg to enter the acetabular cup hole with a slightly tilted direction, and thus the peg deformation after the impaction. In conclusion, based on the analysis performed, the cause of this intra-operative issue, does not seem to be attributable to a defect of the product itself, but more likely to an intra-operative positioning error. Pms data: according to our pms data, the occurrence rate of this kind of event (intra-operative difficulties while positioning a protruded liner inside the acetabular cup) is (B)(4). This occurrence rate was estimated considering all the similar complaints we are aware of, that involved liners with codes 5886.50.xxx/5886.51.xxx, on the total number of protruded liners sold ww since 2002 (protruded liners produced as OEM are also included). No specific action for this case, limacorporate will keep the market monitored to detect any further similar event.

Event description:
Intra-operative issue occurred on (B)(6) 2016: during a hip surgery, the surgeon had troubles in inserting the delta protruded liner in the acetabular cup. After some attempts, it was noticed that the central peg of the liner was deformed. A new liner of the same size was then opened and implanted. The surgery time was extended of about 40 minutes. Event occurred in italy.

Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved (lot #201607147) on a total of (B)(4) pieces manufactured with this lot #, thus indicating that the products were manufactured according specifications. No other complaints received on this lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Intra-operative issue occurred on (B)(6) 2016: during a hip surgery, the surgeon had troubles in inserting the delta protruded liner in the acetabular cup. After some attempts, it was noticed that the central peg of the liner was deformed. A new liner of the same size was then opened and implanted. The surgery time was extended of about 40 minutes. Event occurred in (B)(6).